Event description:
The manufacturers field service engineer reported service of the device was completed by the customer. The customer reported there was a loose cable connection between the data aquisition pcb board and the motor controller pcb board. The customer reported the connection was reseated and the device functioned to specification with no recurrence of the reported problem.

Manufacturer narrative:
Service pending.

Manufacturer narrative:
Customer serviced device.loose cable connection. Customer serviced device.

Event description:
The customer reported the ventilator was alarming due to a pressure sensor failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As reported, both pressure sensor may have failed which may affect the accuracy of the system pressure measurement during normal ventilation mode and result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. Evaluation and service of the device is pending.